Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt's scs system was explanted due to ineffective stimulation and subsequently needing an MRI. F/u identified the pt was no longer using the system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.